Manufacturer narrative:
The pet lock was intact on the proximal end of the first ruby coil¿s pusher assembly; the pusher assembly was kinked in multiple locations; the embolization coil was intact with the pusher assembly. Evaluation of the returned ruby coils revealed that both pusher assemblies were kinked in multiple locations, and the second ruby coil¿s pusher assembly was fractured. This damage likely occurred during packaging the devices for return. Due to the return condition, the root cause of this complaint could not be determined. The non-penumbra microcatheter was not returned for evaluation. Ruby coils are 100% functionally tested during in-process inspection. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report number: 3005168196-2016-00978.

Event description:
The patient was undergoing a coil embolization procedure using ruby coils. During the procedure, the physician was unable to advance two ruby coils out of another manufacturer's microcatheter. The physician removed both ruby coils and then decided to abort the procedure. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Please note that the date of event and date of this report were interchanged and that the date received by manufacturer was incorrectly reported on the initial MFR report.